Manufacturer narrative:
(B)(4). Medical product: vngd ssk psc tib brg 12x63/67: catalog #183862, lot #553800; unknown vanguard femoral component: catalog#ni, lot#ni. Report source: foreign: (B)(6). Visual examination of the returned locking bar found signs of being implanted (nicked/gouged) and has fractured. Device was submitted for further analysis. Analysis determined the locking bar fractured due to fatigue. Eds semi-quantitative elemental analysis of the locking bar sample showed that it was consistent with ti-6al-4v alloy. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to fracture of the locking bar. The locking bar component of the tibial tray and articular surface were exchanged without complication. Attempts have been made and no additional information has been provided.